Event description:
Operator reported analyzer leaking water all over the floor. No pt samples were affected and no operators were harmed. The field service representative determined a surge in water pressure had caused the water input line to fall off causing the leak. He reconnected the water input line and rain instrument with no leaks.